Event description:
It was reported that during an unknown procedure, the surgeon was using the device on the patient and after some time the white part of the jaw began to detach from the jaw. The surgeon decided to take a new device and completed the case. There was nothing further to report. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). New information received: surgeon activated the device with the jaws closed and with no tissue between the jaws; tissue pad melted, not detached off clamp arm not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.